Event description:
During biventricular defibrillator upgrade venous access, micropuncture wire broke off in the superior vena cava. Another doctor was called and retrieved the wire and pulled out of body.